Manufacturer narrative:
(B)(4). Correction: product problem checked. Correction: the device status changed from returning to discarded. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a perforation occurred from an unspecified device. The 2.80 x 19mm rx graftmaster stent system failed to cross the perforation, due to the anatomy. Another same size device was used successfully and the perforation was sealed. There was no adverse patient sequela or a clinically significant delay in the procedure.